Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter, receiver, and smart device. No additional patient or event information is available. The transmitter has been received for evaluation. An external visual inspection was performed and the transmitter passed. Voltage testing was performed and the transmitter failed as it has no voltage. The share log was reviewed and "loss of connection" gaps was present in the investigation window. The customer complaint of loss of connection was confirmed. The root cause could not be determined post investigation.